Event description:
Customer reported no images when fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the generator lock voltage. System operates as intended.